Event description:
It was reported while using bd insyte¿ autoguard¿ blood control the catheter was defective. There was no report of patient impact. The following information was provided by the initial reporter: failed cannulation attempts & need to change to alternate product. I.e. Cannulas seemed too large.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 02-mar-2023. H.6. Investigation summary: our quality engineer inspected the representative samples submitted for evaluation. Bd received 149 sealed 24g x 0.75in. Insyte autoguard units from lot number 2174500. A gross visual inspection of the returned units did not identify any damage to the components. A sampling of 125 units were further testing. First, the selected units were tested for needle and catheter penetration force. A functional test to simulate needle tip penetration and catheter tip penetration revealed that the measured catheter tip penetration force for 17 units exceeded the specification. The catheter tips exhibited deformation. One of the 17 failed units also exceeded the specification for the needle tip penetration force. The reported issues were confirmed and determined to be manufacturing related. During manufacturing, damage to the needle can occur during multiple stages due to improper offload, operator handling, station misalignment, incorrect equipment settings, or gripper damage. It is also possible that the damage may come from the raw material. The raw material needle subassembly inspection records were verified to have been performed and completed with no quality issues or process deviations. Operators perform penetration testing per our sampling and quality plans to mitigate the occurrence of this defect. A damaged catheter tip may occur during manufacturing due to a worn mandrel, dirty die, or incorrect process parameters (temperature and/or tipping force). Mandrel verification, software validation, supplier qualification of die, and catheter tip inspections per our quality control plan are all in place to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ blood control the catheter was defective. There was no report of patient impact. The following information was provided by the initial reporter: failed cannulation attempts & need to change to alternate product. I.e. Cannulas seemed too large.